Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok buttons are intermittently unresponsive and required multiple hard button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings:during testing, the keypad cover was observed to be lifting near the up arrow keypad button. The up arrow, down arrow, and contrast keypad buttons were unresponsive. The ok keypad button responded appropriately. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.